Event description:
It was reported that on testing the device in (B)(6) 2010, it was found that channels 5, 6, 7, 8 and 9 are in status sc. The ground path impedance was measured at 11.53 kohm. No head trauma has been reported. The patient is not complaining about deterioration in speech perception.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.